Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 53-year-old male patient, the device restart/reboot itself multiple times and displayed an "ECG monitoring failure" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device history logs. However, the device was put through extensive testing including bench handling and ECG stress testing without duplicating the report. The defib receptacle was replaced and the customer was sent a new multifunction cable as a precaution. The device was recertified and returned to the customer. The multifunction cable used at the time of the report was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.